Event description:
A customer reported a malfunction on their pump, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the issue did not recur afterwards. The customer was advised to continue using the pump and to call back if any further malfunctions occur, an instruction they understood and acknowledged.